Manufacturer narrative:
0001038806-2017-00200-1 was submitted with an incorrect device received date, this report is being submitted to correct the device received date to 07 aug. 2017.

Manufacturer narrative:
Returned items were visually inspected. Abutment, screw, and crown received have signs of use and wear. Screw inspection revealed damage in the threads and the drive feature was observed to be stripped. No manufacturing deviations were found. The manufacturing process was performed as expected. Lot was inspected and accepted by qa. Review for the screw lot number was performed in etq without a specified timeframe. This is the only complaint related to a screw form the lot under evaluation. Visual inspection detected stripped drive feature and threads damage which could be a contributing factor for a loosening screw, therefore, the complaint is confirmed. The reported loosening abutment condition could not be evaluated, therefore, is deemed to be non-verifiable.

Manufacturer narrative:
Product requested but not received. Not returned to manufacturer.

Event description:
The lab personal reported that the abutment and screw keeps loosening, they have replaced the screw every 6 months. The continued loosening of the screw resulted in the abutment being remade.